Manufacturer narrative:
Upon completion of the investigation a f/u report will be filed.

Event description:
Affiliate reported that the programmer displayed an error message. A different sys was used to complete the case however the desired pressure setting could not be achieved. The setting that was achieved was satisfactory.